Event description:
The patient contacted lifescan in 05 and reported that his penlet plus lancing holder was damaged. Medical affairs specialist (mas) called and left a message for the pt one day later to verify and obtain further information. The patient called back the next day in response to the message left for him. The patient reported that the lancet holder is broken and he went to the hosp today to have his blood glucose tested since his penlet was broken. He informed the mas that the hospital meter result was 118 mg/dl, which does not reflect serious injury. He denied getting any treatment (as was documented initially). He stated that he "just got the blood tested and then left." The issue with the lancing device began the day prior to his initial call to lfs. He stated that the lancing device "wasn't holding lancets tight and after a while, it just broke." At the time of troubleshooting with the customer service agent, it was verified that this was not a new product and the patient's sample collection technique was reviewed. It was determined that the patient was using the product according to the instructions. A lancing device replacement was sent to the patient.